Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual and microscope inspection of the device found that the guidewire returned with the tip of the burr loaded on it, and it cannot be removed. The spring tip was observed bent. Product analysis confirmed the reported "guidewire difficult to remove" event due to the stuck tip of the burr. Product analysis did not confirm the reported event. Inspection of the remainder of the device, revealed no damage or irregularities.

Event description:
It was reported that burr detachment, difficult to remove occurred and was snared to remove. The patent presented with ischaemic heart disease (ihd). The 95% stenosed target lesion was located in the severely tortuous and calcified middle and proximal right coronary artery (rca). A 1.50mm rotapro and rotowire were selected for percutaneous coronary intervention and rotablation procedure. Rotablation was attempted on a complex intervention to the rca. The lesion was sub-totally occluded with severe disease to the middle and proximal rca. A non-boston scientific (non-bsc) guiding catheter was used to poorly engage into the vessel and the rca was wired using an escalation of wires including a non-bsc guidewire. The wire was exchanged using a non-bsc microcatheter and a rotowire extra support was advanced into the distal right coronary artery to patent ductus arteriosus. A rotapro was then advanced over the rotawire extra support. Rotablation was performed to the ostial rca and proximal rca. The physician had difficulty maintaining engagement of the guide catheter with the due to the orientation of the takeoff of the rca and the extent of the disease. The physician set the rotation speed of the rotapro at 200,000 rpm and had good flush of the catheters sheath. Multiple runs of rotablation were performed with drops in rpm noted on each. After about 5 to 6 runs, the physician felt that there was a lack of control of the advancement and retrieval of the burr while using the advancer. The physician then removed the rotapro from the body and noticed that the burr has disconnected from the distal end of the shaft of the rotapro catheter. Under fluoroscopy, it was visible that the burr was located in the proximal rca along the rotawire. The physician attempted several techniques to remove the burr as well as the rotowire, however the rotowire also seemed to be stuck and unable to retrieve. Per physician's opinion, the burr was entrapped in a calcific lesion. Another wire was placed into the rca and into the right ventricular (rv) marginal artery and a balloon was advanced over this wire to perform an angioplasty at the site of the burr. A snare was then passed along the wire and used to trap the rotowire at the location of the burr. The rotowire was then pulled back so that the tip of the wire was at the burr. Together with the snared rotowire and burr, the rotowire was pulled back, and the burr was successfully removed from the vessel and safely retrieved via the guide catheter. The atherectomy procedure on the rca was successfully completed using a non-bsc device, and the vessel was subsequently stented with a non-bsc stent and synergy megatron stent. There were no complications reported, and the patient was stable post procedure and expected to fully recover.

Event description:
It was reported that burr detachment, difficult to remove occurred and was snared to remove. The patent presented with ischaemic heart disease (ihd). The 95% stenosed target lesion was located in the severely tortuous and calcified middle and proximal right coronary artery (rca). A 1.50mm rotapro and rotowire were selected for percutaneous coronary intervention and rotablation procedure. Rotablation was attempted on a complex intervention to the rca. The lesion was sub-totally occluded with severe disease to the middle and proximal rca. A non-boston scientific (non-bsc) guiding catheter was used to poorly engage into the vessel and the rca was wired using an escalation of wires including a non-bsc guidewire. The wire was exchanged using a non-bsc microcatheter and a rotowire extra support was advanced into the distal right coronary artery to patent ductus arteriosus. A rotapro was then advanced over the rotawire extra support. Rotablation was performed to the ostial rca and proximal rca. The physician had difficulty maintaining engagement of the guide catheter with the due to the orientation of the takeoff of the rca and the extent of the disease. The physician set the rotation speed of the rotapro at 200,000 rpm and had good flush of the catheters sheath. Multiple runs of rotablation were performed with drops in rpm noted on each. After about 5 to 6 runs, the physician felt that there was a lack of control of the advancement and retrieval of the burr while using the advancer. The physician then removed the rotapro from the body and noticed that the burr has disconnected from the distal end of the shaft of the rotapro catheter. Under fluoroscopy, it was visible that the burr was located in the proximal rca along the rotawire. The physician attempted several techniques to remove the burr as well as the rotowire, however the rotowire also seemed to be stuck and unable to retrieve. Per physician's opinion, the burr was entrapped in a calcific lesion. Another wire was placed into the rca and into the right ventricular (rv) marginal artery and a balloon was advanced over this wire to perform an angioplasty at the site of the burr. A snare was then passed along the wire and used to trap the rotowire at the location of the burr. The rotowire was then pulled back so that the tip of the wire was at the burr. Together with the snared rotowire and burr, the rotowire was pulled back, and the burr was successfully removed from the vessel and safely retrieved via the guide catheter. The atherectomy procedure on the rca was successfully completed using a non-bsc device, and the vessel was subsequently stented with a non-bsc stent and synergy megatron stent. There were no complications reported, and the patient was stable post procedure and expected to fully recover.